Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('device consistent with essure device noted embedded into the uterine wall at the left cornu'), genital haemorrhage ('heavy bleeding') and rheumatoid arthritis ('I was dignose with rheumatoid arthritis with no family history') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included sumatriptan for migraine as well as ranitidine hydrochloride (rantidine). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), pelvic pain ("pelvic pain/I was in constant pain from 2013 until my hysterectomy on (B)(6) 2018"), menorrhagia ("constant bleeding (periods even 7-18 days)"), metrorrhagia ("constant spotting"), menstruation irregular ("irregular periods"), vulvovaginal mycotic infection ("numerous yeast infection"), vaginal discharge ("constant discharge with and without smell") with vaginal odour, night sweats ("night sweats"), loss of libido ("loss of sex drive"), vulvovaginal pruritus ("itching on the labia"), dyspareunia ("pain with sex"), dysmenorrhoea ("painful cramps"), acne ("I began to have issues with acne all over my body (never had befor)"), arthralgia ("painful and swelling join"), joint swelling ("painful and swelling join/my feet and ankles constantly swollen"), mouth swelling ("swelling mouth"), alopecia ("large amounts of my hair started falling out"), insomnia ("insomnia"), dyspepsia ("severe heartburn"), hypoaesthesia ("numbness of the hands, feet, fingers"), mood swings ("emotional mood swings"), migraine ("frequent migraines"), pyrexia ("unexplained fevers"), dry skin ("over dry skin and hair"), hair texture abnormal ("over dry skin and hair"), abdominal distension ("stomach bloat"), feeling abnormal ("brain fog"), food intolerance ("I became unable to eat any red meat (never issues before)"), dermal cyst ("I had cysts on my face and body along with hives"), urticaria ("I had cysts on my face and body along with hives"), weight loss poor ("I was unable to lose my weight"), uterine cyst ("uterus; cervix; nabothian cyst"), cervical cyst ("uterus; cervix; nabothian cyst"), adnexa uteri cyst ("paratubal cyst on both follopian tubes"), muscle spasms ("muscle spasm") and peripheral swelling ("my feet and ankles constantly swollen") and was found to have weight increased ("I constantly gained weight regardless of my activity level or eating habits") and uterine leiomyoma ("corpus leiomyomas; multiple sites: submucosal, intramural, subserosal size; largest is 2 cm"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, rheumatoid arthritis, pelvic pain, menorrhagia, metrorrhagia, menstruation irregular, vulvovaginal mycotic infection, vaginal discharge, night sweats, loss of libido, vulvovaginal pruritus, dyspareunia, dysmenorrhoea, acne, arthralgia, joint swelling, mouth swelling, alopecia, insomnia, dyspepsia, hypoaesthesia, mood swings, migraine, pyrexia, dry skin, hair texture abnormal, abdominal distension, feeling abnormal, food intolerance, dermal cyst, urticaria, weight loss poor, weight increased, uterine cyst, cervical cyst, uterine leiomyoma, adnexa uteri cyst, muscle spasms and peripheral swelling outcome was unknown. The reporter provided no causality assessment for abdominal distension, acne, adnexa uteri cyst, alopecia, arthralgia, cervical cyst, dermal cyst, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, feeling abnormal, food intolerance, genital haemorrhage, hair texture abnormal, hypoaesthesia, insomnia, joint swelling, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood swings, mouth swelling, muscle spasms, night sweats, pelvic pain, peripheral swelling, pyrexia, rheumatoid arthritis, urticaria, uterine cyst, uterine leiomyoma, vaginal discharge, vulvovaginal mycotic infection, vulvovaginal pruritus, weight increased and weight loss poor with essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw508386) on (B)(6) 2019. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device consistent with essure device noted embedded into the uterine wall at the left cornu') and rheumatoid arthritis ('I was dignose with rheumatoid arthritis with no family history') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included sumatriptan for migraine as well as ranitidine hydrochloride (rantidine). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), pelvic pain ("pelvic pain/I was in constant pain from 2013 until my hysterectomy on (B)(6) 2018"), menorrhagia ("constant bleeding (periods even 7-18 days)"), metrorrhagia ("constant spotting"), menstruation irregular ("irregular periods"), vulvovaginal mycotic infection ("numerous yeast infection"), vaginal discharge ("constant discharge with and without smell") with vaginal odour, night sweats ("night sweats"), loss of libido ("loss of sex drive"), vulvovaginal pruritus ("itching on the labia"), dyspareunia ("pain with sex"), dysmenorrhoea ("painful cramps"), acne ("I began to have issues with acne all over my body (never had befor)"), arthralgia ("painful and swelling join"), joint swelling ("painful and swelling join/my feet and ankles constantly swollen"), mouth swelling ("swelling mouth"), alopecia ("large amounts of my hair started falling out"), insomnia ("insomnia"), dyspepsia ("severe heartburn"), hypoaesthesia ("numbness of the hands, feet, fingers"), mood swings ("emotional mood swings"), migraine ("frequent migraines"), pyrexia ("unexplained fevers"), dry skin ("over dry skin and hair"), hair texture abnormal ("over dry skin and hair"), abdominal distension ("stomach bloat"), feeling abnormal ("brain fog"), food intolerance ("I became unable to eat any red meat (never issues before)"), dermal cyst ("I had cysts on my face and body along with hives"), urticaria ("I had cysts on my face and body along with hives"), weight loss poor ("I was unable to lose my weight"), uterine cyst ("uterus; cervix; nabothian cyst"), cervical cyst ("uterus; cervix; nabothian cyst"), adnexa uteri cyst ("paratubal cyst on both follopian tubes"), muscle spasms ("muscle spasm") and peripheral swelling ("my feet and ankles constantly swollen") and was found to have weight increased ("I constantly gained weight regardless of my activity level or eating habits") and uterine leiomyoma ("corpus leiomyomas; multiple sites: submucosal, intramural, subserosal size; largest is 2 cm"). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, rheumatoid arthritis, genital haemorrhage, pelvic pain, menorrhagia, metrorrhagia, menstruation irregular, vulvovaginal mycotic infection, vaginal discharge, night sweats, loss of libido, vulvovaginal pruritus, dyspareunia, dysmenorrhoea, acne, arthralgia, joint swelling, mouth swelling, insomnia, dyspepsia, hypoaesthesia, mood swings, migraine, pyrexia, dry skin, hair texture abnormal, abdominal distension, feeling abnormal, food intolerance, dermal cyst, urticaria, weight loss poor, weight increased, uterine cyst, cervical cyst, uterine leiomyoma, adnexa uteri cyst, muscle spasms and peripheral swelling outcome was unknown and the alopecia had resolved. The reporter provided no causality assessment for abdominal distension, acne, adnexa uteri cyst, alopecia, arthralgia, cervical cyst, dermal cyst, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, feeling abnormal, food intolerance, genital haemorrhage, hair texture abnormal, hypoaesthesia, insomnia, joint swelling, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood swings, mouth swelling, muscle spasms, night sweats, pelvic pain, peripheral swelling, pyrexia, rheumatoid arthritis, urticaria, uterine cyst, uterine leiomyoma, vaginal discharge, vulvovaginal mycotic infection, vulvovaginal pruritus, weight increased and weight loss poor with essure. No further causality assessment were provided for the product. The reporter commented: essure was inserted on (B)(6) 2013 as reported. An intervention was mentioned but not specified and/or assigned to one of the events¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Outcome for "extreme hair loss" updated to recovered. New reporter added. On (B)(6) 2020: with fu 7 on (B)(6) 2020: social media report received : reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device consistent with essure device noted embedded into the uterine wall at the left cornu'), genital haemorrhage ('heavy bleeding') and rheumatoid arthritis ('I was dignose with rheumatoid arthritis with no family history') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included sumatriptan for migraine as well as ranitidine hydrochloride (rantidine). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), pelvic pain ("pelvic pain/I was in constant pain from 2013 until my hysterectomy on (B)(6)2018"), menorrhagia ("constant bleeding (periods even 7-18 days)"), metrorrhagia ("constant spotting"), menstruation irregular ("irregular periods"), vulvovaginal mycotic infection ("numerous yeast infection"), vaginal discharge ("constant discharge with and without smell") with vaginal odour, night sweats ("night sweats"), loss of libido ("loss of sex drive"), vulvovaginal pruritus ("itching on the labia"), dyspareunia ("pain with sex"), dysmenorrhoea ("painful cramps"), acne ("I began to have issues with acne all over my body (never had befor)"), arthralgia ("painful and swelling join"), joint swelling ("painful and swelling join/my feet and ankles constantly swollen"), mouth swelling ("swelling mouth"), alopecia ("large amounts of my hair started falling out"), insomnia ("insomnia"), dyspepsia ("severe heartburn"), hypoaesthesia ("numbness of the hands, feet, fingers"), mood swings ("emotional mood swings"), migraine ("frequent migraines"), pyrexia ("unexplained fevers"), dry skin ("over dry skin and hair"), hair texture abnormal ("over dry skin and hair"), abdominal distension ("stomach bloat"), feeling abnormal ("brain fog"), food intolerance ("I became unable to eat any red meat (never issues before)"), dermal cyst ("I had cysts on my face and body along with hives"), urticaria ("I had cysts on my face and body along with hives"), weight loss poor ("I was unable to lose my weight"), uterine cyst ("uterus; cervix; nabothian cyst"), cervical cyst ("uterus; cervix; nabothian cyst"), adnexa uteri cyst ("paratubal cyst on both follopian tubes"), muscle spasms ("muscle spasm") and peripheral swelling ("my feet and ankles constantly swollen") and was found to have weight increased ("I constantly gained weight regardless of my activity level or eating habits") and uterine leiomyoma ("corpus leiomyomas; multiple sites: submucosal, intramural, subserosal size; largest is 2 cm"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, rheumatoid arthritis, pelvic pain, menorrhagia, metrorrhagia, menstruation irregular, vulvovaginal mycotic infection, vaginal discharge, night sweats, loss of libido, vulvovaginal pruritus, dyspareunia, dysmenorrhoea, acne, arthralgia, joint swelling, mouth swelling, alopecia, insomnia, dyspepsia, hypoaesthesia, mood swings, migraine, pyrexia, dry skin, hair texture abnormal, abdominal distension, feeling abnormal, food intolerance, dermal cyst, urticaria, weight loss poor, weight increased, uterine cyst, cervical cyst, uterine leiomyoma, adnexa uteri cyst, muscle spasms and peripheral swelling outcome was unknown. The reporter provided no causality assessment for abdominal distension, acne, adnexa uteri cyst, alopecia, arthralgia, cervical cyst, dermal cyst, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, feeling abnormal, food intolerance, genital haemorrhage, hair texture abnormal, hypoaesthesia, insomnia, joint swelling, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood swings, mouth swelling, muscle spasms, night sweats, pelvic pain, peripheral swelling, pyrexia, rheumatoid arthritis, urticaria, uterine cyst, uterine leiomyoma, vaginal discharge, vulvovaginal mycotic infection, vulvovaginal pruritus, weight increased and weight loss poor with essure. The reporter commented: essure was inserted on (B)(6) 2013 as reported. An intervention was mentioned but not specified and/or assigned to one of the events¿ quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-dec-2019: the case 2019-217505 was identified as a follow up of this case. Therefore, the case 2019-217505 was deleted from argus database. New reporters added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw508386) on 27-feb-2019. The most recent information was received on 27-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("device consistent with essure device noted embedded into the uterine wall at the left cornu"), genital haemorrhage ("heavy bleeding") and rheumatoid arthritis ("I was diagnosed with rheumatoid arthritis with no family history") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included sumatriptan for migraine as well as ranitidine hydrochloride (rantidine). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), pelvic pain ("pelvic pain/I was in constant pain from 2013 until my hysterectomy on (B)(6)2018"), menorrhagia ("constant bleeding (periods even 7-18 days)"), metrorrhagia ("constant spotting"), menstruation irregular ("irregular periods"), vulvovaginal mycotic infection ("numerous yeast infection"), vaginal discharge ("constant discharge with and without smell") with vaginal odour, night sweats ("night sweats"), loss of libido ("loss of sex drive"), vulvovaginal pruritus ("itching on the labia"), dyspareunia ("pain with sex"), dysmenorrhoea ("painful cramps"), acne ("I began to have issues with acne all over my body (never had before)"), arthralgia ("painful and swelling join"), joint swelling ("painful and swelling join/my feet and ankles constantly swollen"), mouth swelling ("swelling mouth"), alopecia ("large amounts of my hair started falling out"), insomnia ("insomnia"), dyspepsia ("severe heartburn"), hypoaesthesia ("numbness of the hands, feet, fingers"), mood swings ("emotional mood swings"), migraine ("frequent migraines"), pyrexia ("unexplained fevers"), dry skin ("over dry skin and hair"), hair texture abnormal ("over dry skin and hair"), abdominal distension ("stomach bloat"), feeling abnormal ("brain fog"), food intolerance ("I became unable to eat any red meat (never issues before)"), dermal cyst ("I had cysts on my face and body along with hives"), urticaria ("I had cysts on my face and body along with hives"), weight loss poor ("I was unable to lose my weight"), uterine cyst ("uterus; cervix; nabothian cyst"), cervical cyst ("uterus; cervix; nabothian cyst"), adnexa uteri cyst ("paratubal cyst on both fallopian tubes"), muscle spasms ("muscle spasm") and peripheral swelling ("my feet and ankles constantly swollen") and was found to have weight increased ("I constantly gained weight regardless of my activity level or eating habits") and uterine leiomyoma ("corpus leiomyomas; multiple sites: submucosal, intramural, subserosal size; largest is 2 cm"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, rheumatoid arthritis, pelvic pain, menorrhagia, metrorrhagia, menstruation irregular, vulvovaginal mycotic infection, vaginal discharge, night sweats, loss of libido, vulvovaginal pruritus, dyspareunia, dysmenorrhoea, acne, arthralgia, joint swelling, mouth swelling, alopecia, insomnia, dyspepsia, hypoaesthesia, mood swings, migraine, pyrexia, dry skin, hair texture abnormal, abdominal distension, feeling abnormal, food intolerance, dermal cyst, urticaria, weight loss poor, weight increased, uterine cyst, cervical cyst, uterine leiomyoma, adnexa uteri cyst, muscle spasms and peripheral swelling outcome was unknown. The reporter provided no causality assessment for abdominal distension, acne, adnexa uteri cyst, alopecia, arthralgia, cervical cyst, dermal cyst, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, feeling abnormal, food intolerance, genital haemorrhage, hair texture abnormal, hypoaesthesia, insomnia, joint swelling, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood swings, mouth swelling, muscle spasms, night sweats, pelvic pain, peripheral swelling, pyrexia, rheumatoid arthritis, urticaria, uterine cyst, uterine leiomyoma, vaginal discharge, vulvovaginal mycotic infection, vulvovaginal pruritus, weight increased and weight loss poor with essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events.¿ amendment: the report was amended on 06-mar-2019 for the following reason: coding request : the description to be coded for the event feeding disorder was changed to updated to meddra llt food intolerance. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device consistent with essure device noted embedded into the uterine wall at the left cornu') and rheumatoid arthritis ('I was diagnose with rheumatoid arthritis with no family history') in a female patient who had essure (batch no. B61386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and hydrothennal endometrial ablation". The patient's medical history included nabothian cyst, leiomyoma nos, paratubal cyst, menometrorrhagia, dysmenorrhea, female sterilisation, pelvic pain female, menorrhagia and cystoscopy. Concomitant products included sumatriptan for migraine as well as ranitidine hydrochloride (rantidine). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), pelvic pain ("pelvic pain/I was in constant pain from 2013 until my hysterectomy on (B)(6) 2018"), menorrhagia ("constant bleeding (periods even 7-18 days)"), metrorrhagia ("constant spotting"), menstruation irregular ("irregular periods"), vulvovaginal mycotic infection ("numerous yeast infection"), vaginal discharge ("constant discharge with and without smell") with vaginal odour, night sweats ("night sweats"), loss of libido ("loss of sex drive"), vulvovaginal pruritus ("itching on the labia"), dyspareunia ("pain with sex"), dysmenorrhoea ("painful cramps"), acne ("I began to have issues with acne all over my body (never had before)"), arthralgia ("painful and swelling join"), joint swelling ("painful and swelling join/my feet and ankles constantly swollen"), mouth swelling ("swelling mouth"), alopecia ("large amounts of my hair started falling out"), insomnia ("insomnia"), dyspepsia ("severe heartburn"), hypoaesthesia ("numbness of the hands, feet, fingers"), mood swings ("emotional mood swings"), migraine ("frequent migraines"), pyrexia ("unexplained fevers"), dry skin ("over dry skin and hair"), hair texture abnormal ("over dry skin and hair"), abdominal distension ("stomach bloat"), feeling abnormal ("brain fog"), food intolerance ("I became unable to eat any red meat (never issues before)"), dermal cyst ("I had cysts on my face and body along with hives"), urticaria ("I had cysts on my face and body along with hives"), weight loss poor ("I was unable to lose my weight"), uterine cyst ("uterus; cervix; nabothian cyst"), cervical cyst ("uterus; cervix; nabothian cyst"), adnexa uteri cyst ("paratubal cyst on both fallopian tubes"), muscle spasms ("muscle spasm") and peripheral swelling ("my feet and ankles constantly swollen") and was found to have weight increased ("I constantly gained weight regardless of my activity level or eating habits") and uterine leiomyoma ("corpus leiomyomas; multiple sites: submucosal, intramural, subserosal size; largest is 2 cm"). The patient was treated with surgery (hysterectomy vaginal leaving ovaries, salpingectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, rheumatoid arthritis, genital haemorrhage, pelvic pain, menorrhagia, metrorrhagia, menstruation irregular, vulvovaginal mycotic infection, vaginal discharge, night sweats, loss of libido, vulvovaginal pruritus, dyspareunia, dysmenorrhoea, acne, arthralgia, joint swelling, mouth swelling, insomnia, dyspepsia, hypoaesthesia, mood swings, migraine, pyrexia, dry skin, hair texture abnormal, abdominal distension, feeling abnormal, food intolerance, dermal cyst, urticaria, weight loss poor, weight increased, uterine cyst, cervical cyst, uterine leiomyoma, adnexa uteri cyst, muscle spasms and peripheral swelling outcome was unknown and the alopecia had resolved. The reporter provided no causality assessment for abdominal distension, acne, adnexa uteri cyst, alopecia, arthralgia, cervical cyst, dermal cyst, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, feeling abnormal, food intolerance, genital haemorrhage, hair texture abnormal, hypoaesthesia, insomnia, joint swelling, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood swings, mouth swelling, muscle spasms, night sweats, pelvic pain, peripheral swelling, pyrexia, rheumatoid arthritis, urticaria, uterine cyst, uterine leiomyoma, vaginal discharge, vulvovaginal mycotic infection, vulvovaginal pruritus, weight increased and weight loss poor with essure. The reporter commented: essure was inserted on (B)(6) 2013 as reported. An intervention was mentioned but not specified and/or assigned to one of the events¿. Date(s) of insertion: (B)(6) 2013 (discrepancy noted as per pif). Bilateral occlusion with essure with five coils noted extending from the left os and on the right three coils. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : endometrial ablation performed concomitantly with the essure micro-insert implantation nos. Lot no. B61386. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw508386) on 27-feb-2019. The most recent information was received on 24-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device consistent with essure device noted embedded into the uterine wall at the left cornu') and rheumatoid arthritis ('I was diagnose with rheumatoid arthritis with no family history') in a female patient who had essure (batch no. B61386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and hydrothennal endometrial ablation". The patient's medical history included nabothian cyst, leiomyoma, paratubal cyst, menometrorrhagia, dysmenorrhea, sterilization, pelvic pain female, menorrhagia and cystoscopy. Concomitant products included sumatriptan for migraine as well as ranitidine hydrochloride (rantidine). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), pelvic pain ("pelvic pain/I was in constant pain from 2013 until my hysterectomy on (B)(6) 2018"), menorrhagia ("constant bleeding (periods even 7-18 days)"), metrorrhagia ("constant spotting"), menstruation irregular ("irregular periods"), vulvovaginal mycotic infection ("numerous yeast infection"), vaginal discharge ("constant discharge with and without smell") with vaginal odour, night sweats ("night sweats"), loss of libido ("loss of sex drive"), vulvovaginal pruritus ("itching on the labia"), dyspareunia ("pain with sex"), dysmenorrhoea ("painful cramps"), acne ("I began to have issues with acne all over my body (never had before)"), arthralgia ("painful and swelling join"), joint swelling ("painful and swelling join/my feet and ankles constantly swollen"), mouth swelling ("swelling mouth"), alopecia ("large amounts of my hair started falling out"), insomnia ("insomnia"), dyspepsia ("severe heartburn"), hypoaesthesia ("numbness of the hands, feet, fingers"), mood swings ("emotional mood swings"), migraine ("frequent migraines"), pyrexia ("unexplained fevers"), dry skin ("over dry skin and hair"), hair texture abnormal ("over dry skin and hair"), abdominal distension ("stomach bloat"), feeling abnormal ("brain fog"), food intolerance ("I became unable to eat any red meat (never issues before)"), dermal cyst ("I had cysts on my face and body along with hives"), urticaria ("I had cysts on my face and body along with hives"), weight loss poor ("I was unable to lose my weight"), uterine cyst ("uterus; cervix; nabothian cyst"), cervical cyst ("uterus; cervix; nabothian cyst"), adnexa uteri cyst ("paratubal cyst on both fallopian tubes"), muscle spasms ("muscle spasm") and peripheral swelling ("my feet and ankles constantly swollen") and was found to have weight increased ("I constantly gained weight regardless of my activity level or eating habits") and uterine leiomyoma ("corpus leiomyomas; multiple sites: submucosal, intramural, subserosal size; largest is 2 cm"). The patient was treated with surgery (hysterectomy vaginal leaving ovaries, salpingectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, rheumatoid arthritis, genital haemorrhage, pelvic pain, menorrhagia, metrorrhagia, menstruation irregular, vulvovaginal mycotic infection, vaginal discharge, night sweats, loss of libido, vulvovaginal pruritus, dyspareunia, dysmenorrhoea, acne, arthralgia, joint swelling, mouth swelling, insomnia, dyspepsia, hypoaesthesia, mood swings, migraine, pyrexia, dry skin, hair texture abnormal, abdominal distension, feeling abnormal, food intolerance, dermal cyst, urticaria, weight loss poor, weight increased, uterine cyst, cervical cyst, uterine leiomyoma, adnexa uteri cyst, muscle spasms and peripheral swelling outcome was unknown and the alopecia had resolved. The reporter provided no causality assessment for abdominal distension, acne, adnexa uteri cyst, alopecia, arthralgia, cervical cyst, dermal cyst, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, feeling abnormal, food intolerance, genital haemorrhage, hair texture abnormal, hypoaesthesia, insomnia, joint swelling, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood swings, mouth swelling, muscle spasms, night sweats, pelvic pain, peripheral swelling, pyrexia, rheumatoid arthritis, urticaria, uterine cyst, uterine leiomyoma, vaginal discharge, vulvovaginal mycotic infection, vulvovaginal pruritus, weight increased and weight loss poor with essure. The reporter commented: essure was inserted on (B)(6) 2013 as reported. An intervention was mentioned but not specified and/or assigned to one of the events¿. Date(s) of insertion: (B)(6) 2013 (discrepancy noted as per pif). Bilateral occlusion with essure with five coils noted extending from the left os and on the right three coils. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : endometrial ablation performed concomitantly with the essure micro-insert implantation nos. Lot no. B61386. Most recent follow-up information incorporated above includes: on 24-nov-2020: mr received: event' endometrial ablation performed concomitantly with the essure micro-insert implantation nos.', lot number, medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw508386) on 27-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("device consistent with essure device noted embedded into the uterine wall at the left cornu"), genital haemorrhage ("heavy bleeding") and rheumatoid arthritis ("I was diagnosed with rheumatoid arthritis with no family history") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included sumatriptan for migraine as well as ranitidine hydrochloride (rantidine). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), pelvic pain ("pelvic pain/I was in constant pain from 2013 until my hysterectomy on (B)(6) 2018"), menorrhagia ("constant bleeding (periods even 7-18 days)"), metrorrhagia ("constant spotting"), menstruation irregular ("irregular periods"), vulvovaginal mycotic infection ("numerous yeast infection"), vaginal discharge ("constant discharge with and without smell") with vaginal odour, night sweats ("night sweats"), loss of libido ("loss of sex drive"), vulvovaginal pruritus ("itching on the labia"), dyspareunia ("pain with sex"), dysmenorrhoea ("painful cramps"), acne ("I began to have issues with acne all over my body (never had before)"), arthralgia ("painful and swelling join"), joint swelling ("painful and swelling join/my feet and ankles constantly swollen"), mouth swelling ("swelling mouth"), alopecia ("large amounts of my hair started falling out"), insomnia ("insomnia"), dyspepsia ("severe heartburn"), hypoaesthesia ("numbness of the hands, feet, fingers"), mood swings ("emotional mood swings"), migraine ("frequent migraines"), pyrexia ("unexplained fevers"), dry skin ("over dry skin and hair"), hair texture abnormal ("over dry skin and hair"), abdominal distension ("stomach bloat"), feeling abnormal ("brain fog"), feeding disorder ("I became unable to eat any red meat (never issues before)"), dermal cyst ("I had cysts on my face and body along with hives"), urticaria ("I had cysts on my face and body along with hives"), weight loss poor ("I was unable to lose my weight"), uterine cyst ("uterus; cervix; nabothian cyst"), cervical cyst ("uterus; cervix; nabothian cyst"), adnexa uteri cyst ("paratubal cyst on both fallopian tubes"), muscle spasms ("muscle spasm") and peripheral swelling ("my feet and ankles constantly swollen") and was found to have weight increased ("I constantly gained weight regardless of my activity level or eating habits") and uterine leiomyoma ("corpus leiomyomas; multiple sites: submucosal, intramural, subserosal size; largest is 2 cm"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, rheumatoid arthritis, pelvic pain, menorrhagia, metrorrhagia, menstruation irregular, vulvovaginal mycotic infection, vaginal discharge, night sweats, loss of libido, vulvovaginal pruritus, dyspareunia, dysmenorrhoea, acne, arthralgia, joint swelling, mouth swelling, alopecia, insomnia, dyspepsia, hypoaesthesia, mood swings, migraine, pyrexia, dry skin, hair texture abnormal, abdominal distension, feeling abnormal, feeding disorder, dermal cyst, urticaria, weight loss poor, weight increased, uterine cyst, cervical cyst, uterine leiomyoma, adnexa uteri cyst, muscle spasms and peripheral swelling outcome was unknown. The reporter provided no causality assessment for abdominal distension, acne, adnexa uteri cyst, alopecia, arthralgia, cervical cyst, dermal cyst, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, feeding disorder, feeling abnormal, genital haemorrhage, hair texture abnormal, hypoaesthesia, insomnia, joint swelling, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood swings, mouth swelling, muscle spasms, night sweats, pelvic pain, peripheral swelling, pyrexia, rheumatoid arthritis, urticaria, uterine cyst, uterine leiomyoma, vaginal discharge, vulvovaginal mycotic infection, vulvovaginal pruritus, weight increased and weight loss poor with essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events¿. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.